Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-04840. It was reported that the patient was not receiving effective therapy. It was found via x-ray that the leads had migrated. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A4: the patient's weight was updated. D10 correction: the implanted products were not previously entered. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.